Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause has been determined to be the wield of the basket wires and/or the core wires joint strength was weak and broke while trying to retrieve the stones. It is unlikely the device left the facility damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
It was reported, the stone retrieval device's wire came loose from the base. The issue occurred during a therapeutic transurethral lithotripsy procedure. There were no reports of patient harm and the intended procedure was able to be successfully completed using a similar device.